Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device is a combination product. Device evaluated by MFR.: promus element plus stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on proximal section were lifted and pulled in a distal direction. The undamaged section of the crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16mar2020. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion with a significant bend was located in the moderately tortuous and mildly calcified left anterior descending artery. Following pre-dilatation, a 4.00x38mm promus element plus drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.